Manufacturer narrative:
Additional information: manufacture date and system serial number provided.

Manufacturer narrative:
Device manufacturing date was unavailable at the time of filling. The logs of the system were analyzed. The logs suggest that this issue was due to the site not waiting enough time for all of the computed tomography (CT) scan to be loaded. A large scan can take longer to load, and the site waited 67 seconds before restarting the system. The logs found nothing wrong with the system and the system is fully operational.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that as the site was downloading a computed tomography (CT) the system became unresponsive. The system was rebooted and an older exam was used to proceed with the surgery. The surgery was completed with less than an hour delay and there was no patient impact.

Manufacturer narrative:
A software analysis was initiated through log analysis. The software analysis concluded that the software functioned as designed following review of the reported issue.